Event description:
Pharmacy manager reported the valve is staying open and leaking. There was no patient injury or medical intervention reported. The patient reportedly has a PICC line (peripherally inserted central catheter) and groshong catheter. No additional information is available.